Manufacturer narrative:
Analyzer a serial number was (B)(6), analyzer b serial number was (B)(6).

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii) on 2 cobas e 411 analyzers (disk system). The following is an example of discrepant results for 1 patient sample. The initial result from e411 analyzer a was 216.8 pg/ml. On (B)(6) 2025, the sample was repeated on e411 analyzer b with a result of 148.3 pg/ml the sample was repeated on e411 analyzer a with a result of 236.3 pg/ml. The same reagent lot number is being used on both analyzers. It is not clear which results were believed to be correct.

Manufacturer narrative:
For analyzer b: qc was acceptable. Calibration was acceptable. The reagent pack was last calibrated on 16-jun-2025. Product labeling states: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits". The measuring cell was replaced on 14-aug-2025. For analyzer a: the qc data provided was acceptable. No qc data was provided from the day of the event. Qc data was provided between 19-apr-2025 to 01-jul-2025. The customer used the same reagent pack during this timeframe. This is beyond its onboard stability. Product labeling states the reagent kit is stable onboard the analyzer: "5 weeks onboard or 60 days when stored alternatively in the refrigerator and on the analyzer, with the total time onboard on the analyzer not exceeding 10 x 8 hours." The customer used a centrifugation time of 3 minutes; this time may be too short. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.